Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/ pain/ ongoing pain"), pregnancy with contraceptive device ("pregnancy/unplanned pregnancy a"), abortion spontaneous ("miscarriage"), genital haemorrhage ("bleeding") and tooth fracture ("teeth crumbling") in a female patient (gravida 6, para 4) who had essure (batch no. 880432) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "she did not undergo essure confirmation test/she did not use birth control or contraception" and drug ineffective "drug ineffective". The patient's past medical history included multigravida, parity 4 ((B)(6) 2001; (B)(6) 2003; (B)(6) 2008; (B)(6) 2012), potassium deficiency, depression, anxiety, migraine in 1997 and potassium deficiency (during her third pregnancy). Previously administered products included for an unreported indication: depo shot on (B)(6) 2012 and birth control pill from 2008 to (B)(6) 2011. Concomitant products included ibuprofen and medroxyprogesterone (depo provera) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("extremely painful, heavy and prolonged menstrual bleeding") and menorrhagia ("extremely painful, heavy and prolonged menstrual bleeding"). In 2013, the patient experienced alopecia ("hair loss"), weight increased ("weight gain"), anxiety ("increase in anxiety/ mental anguish"), depression ("increase in depression"), amnesia ("loss of memory"), allergy to metals ("hypersensitivity reaction to nickel") with dry skin and rash macular, tooth fracture (seriousness criterion medically significant), arthralgia ("joint pain, knee pain (sharp with movement)") and hypoaesthesia ("numbness in extremities"). In 2015, the patient experienced abortion spontaneous (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), post-traumatic stress disorder ("post traumatic stress disorder") and migraine ("migraines"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (she underwent bilateral removal of tubes, ablation, d&c, and leep procedure.), surgery (a leep procedure, an ablation and a d&c.), surgery (essure removal) and surgery (pulled teeth). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain had resolved, the pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, dysmenorrhoea, alopecia, weight increased, anxiety, depression, amnesia, allergy to metals, tooth fracture, arthralgia, hypoaesthesia, post-traumatic stress disorder and menorrhagia outcome was unknown and the migraine was resolving. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, allergy to metals, alopecia, amnesia, anxiety, arthralgia, depression, dysmenorrhoea, genital haemorrhage, hypoaesthesia, menorrhagia, migraine, pelvic pain, post-traumatic stress disorder, pregnancy with contraceptive device, tooth fracture and weight increased to be related to essure. The reporter commented: blood work was conducted and conducted and she miscarried and passed the sac several days later. She had not sought treatment for hair loss. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 4580.3 kg/sqm. Ultrasound scan - in (B)(6) 2015: pregnancy confirmed; on an unknown date: an empty embryonic sac was discovered. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/ pain/ ongoing pain"), pregnancy with contraceptive device ("pregnancy"), abortion spontaneous ("miscarriage"), genital haemorrhage ("bleeding") and tooth fracture ("teeth crumbling") in a female patient who had essure (batch no. 880432) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: drug ineffective "drug ineffective". The patient's past medical history included multigravida, parity 4 ((B)(6) 2001; (B)(6) 2003; (B)(6) 2008; (B)(6) 2012), potassium deficiency, depression, anxiety, migraine in 1997 and potassium deficiency (during her third pregnancy). Previously administered products included for an unreported indication: depo shot on (B)(6) 2012 and birth control pill from 2008 to (B)(6) 2011. Concomitant products included ibuprofen and medroxyprogesterone (depo provera) on(B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("extremely painful, heavy and prolonged menstrual bleeding") and menorrhagia ("extremely painful, heavy and prolonged menstrual bleeding"). In 2013, the patient experienced alopecia ("hair loss"), weight increased ("weight gain"), anxiety ("increase in anxiety/ mental anguish"), depression ("increase in depression"), amnesia ("loss of memory"), allergy to metals ("hypersensitivity reaction to nickel") with dry skin and rash macular, tooth fracture (seriousness criterion medically significant), arthralgia ("joint pain, knee pain (sharp with movement)") and hypoaesthesia ("numbness in extremities"). In (B)(6) 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced abortion spontaneous (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), post-traumatic stress disorder ("post traumatic stress disorder"), treatment noncompliance ("she did not undergo essure confirmation test/she did not use birth control or contraception") and migraine ("migraines"). The patient was treated with surgery (she underwent bilateral removal of tubes, ablation, d&c, and leep procedure.), surgery (a leep procedure, an ablation and a d&c.), surgery (essure removal) and surgery (pulled teeth). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain had resolved, the pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, dysmenorrhoea, alopecia, weight increased, anxiety, depression, amnesia, allergy to metals, tooth fracture, arthralgia, hypoaesthesia, post-traumatic stress disorder, treatment noncompliance and menorrhagia outcome was unknown and the migraine was resolving. The reporter considered abortion spontaneous, allergy to metals, alopecia, amnesia, anxiety, arthralgia, depression, dysmenorrhoea, genital haemorrhage, hypoaesthesia, menorrhagia, migraine, pelvic pain, post-traumatic stress disorder, pregnancy with contraceptive device, tooth fracture, treatment noncompliance and weight increased to be related to essure. The reporter commented: blood work was conducted and conducted and she miscarried and passed the sac several days later. She had not sought treatment for hair loss. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. Ultrasound scan - in (B)(6) 2015: pregnancy confirmed; on an unknown date: an empty embryonic sac was discovered most recent follow-up information incorporated above includes: on (B)(6) 2017: pfs received, reporters added. Indication and lot number added. Therapy dates updated. Historical drugs and conditions added. Events added per pfs: persistent pelvic pain, heavy and prolonged menstrual bleeding, hair loss, weight gain, increase in anxiety and depression, teeth crumbling, joint pain, numbness of extremities, mental anguish and pain, bleeding, knee pain, pelvic pain, experienced unintended pregnancy, miscarriage, hypersensitivity reaction, blotchy, dry skin patches all over her body, ptsd. "Essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only". Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.